Event description:
(B)(4). I have hypothyroidism and ptsd. I have started bloating painfully after meals to the point where I look pregnant. It is extremely painful and can last anywhere from half an hour to two hours.